Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification]. Additional information has been provided in d9 the device returned to manufacturer.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was transferred from iu ball to iu methodist. Upon arrival, the aic (arterial line/monitoring device) was switched to a methodist unit. Before the switch, ball¿s aic showed no alarms or abnormal values. After connecting the methodist aic despite following proper steps, the placement signal became intermittent and values fluctuated significantly. A ¿placement signal not reliable¿ alarm appeared. The clinical support center (csc) suggested there may be an issue with the optical sensor. The patient had not moved, and nothing unusual occurred during the transfer. The white cable was confirmed to be fully plugged in. Switching back to ball¿s aic resolved the issue immediately, confirming normal function. Later, switching to another methodist aic also worked correctly. Patient remained stable throughout all equipment changes.